Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, dirt in bending rubber, c-cover was observed. The service repair technician indicated that the most likely cause of the dirt in bending rubber, c-cover was not established. There was no patient involvement.